Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two months after a device replacement procedure, the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were removed due to infection/erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.